Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian female underwent primary breast augmentation with unspecified saline mentor breast implants and experienced deflation on the right side postoperatively. As a result, the patient underwent device removal on (B)(6) 2020.

Manufacturer narrative:
Additional information: on (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device no apparent damage could be observed. Leak testing revealed a tear on anterior view, measuring approximately 0.2 cm, additionally siltex cracking was observed in the edge of the rupture. The evaluation determined that the rupture is consistent with a siltex cracking rupture. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer's reference number: (B)(4).